Event description:
The pt reportedly experienced intermittency and overly loud sensation. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the pt's device is functioning. Surgery to explant the pt's device will be scheduled.